Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 18, 2019. Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Method code #3: 4112 - analysis of data provided by user/third party. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was inspected upon receipt. The inspection showed burn marks on the v-cutter. It is likely that the charred section of the v-cutter was caused by either; the v-cutter was cracked/fractured and the electric path for high frequency current was exposed or a short circuit occurred, causing the v-cutter to be charred. During the manufacturing process, all virtuosaph are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. Based on the evaluation of the unit, the cracked/fractured distal end of the v-cutter most likely resulted from excessive force applied to the distal end of the v-cutter for need of the difficult cauterization technique. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the endocutter was seen sparking and burnt a whole in the cutting plastic. As per user facility, they used valleylab force fxc, with the generator settings of 8 bipolar macro. The settings were not modified. They changed the kit and virtuosaph worked. No known consequences or impact to patient. There was a delay of 10 minutes. The product was changed out. The surgery was completed successfully.